Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated outside the lumen of ivc into duodenum, right ureter, and abdominal aorta. The broken filter struts migrated into right internal iliac vein, and tiny filter fragment was embolized in right ventricle/interventricular septal junction. Approximately six years eleven months, the device was partially removed percutaneously, after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter struts were removed percutaneously, however, as per medical records, the broken struts were retained in the right ventricle and ivc at l3 location.the patient further experienced abdominal pain and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed ivc filter was in place with several prongs positioned outside the vessel lumen and contacting the lateral aspect of the abdominal aorta. Approximately one year later, CT revealed infrarenal ivc filter in place with struts protruding into a portion of the duodenum, the lateral right strut of the ivc filter was adjacent to the right ureter, which was proximal to the ivc, and a broken filter strut was found migrated onto the right internal iliac vein. Approximately two months, patient scheduled for filter retrieval. Scout images were obtained of the filter prior to attempted retrieval. Only 11 ivc filter struts could be definitely identified. Endo-bronchial forceps were used and filter was successfully removed. Inspection of the ivc filter revealed six long ivc filter struts and five short ivc filter struts, suggesting absent of one short ivc filter strut. On the same day, follow-up CT, showed a tiny 4 mm linear high attenuation density in the inferior mid region of the right ventricle/interventricular septal junction most likely appears to be within the cavity representing an embolized filter fragment. Also, a linear 1.2 cm metallic foreign body was visualized in ivc at the level of l3. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties and caudal filter migration. However, the investigation is unconfirmed for filter migration to heart as the medical record states the ivc filter was retrieved from ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Patient: 3165. (Device: 4001).

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed ivc filter was in place with several prongs positioned outside the vessel lumen and contacting the lateral aspect of the abdominal aorta. Approximately one year later, CT revealed infrarenal ivc filter in place with struts protruding into a portion of the duodenum, the lateral right strut of the ivc filter was adjacent to the right ureter, which was proximal to the ivc, and a broken filter strut was found migrated onto the right internal iliac vein. Approximately two months, patient scheduled for filter retrieval. Scout images were obtained of the filter prior to attempted retrieval. Only 11 ivc filter struts could be definitely identified. Endo-bronchial forceps were used and filter was successfully removed. Inspection of the ivc filter revealed six long ivc filter struts and five short ivc filter struts, suggesting absent of one short ivc filter strut. On the same day, follow-up CT, showed a tiny 4 mm linear high attenuation density in the inferior mid region of the right ventricle/ interventricular septal junction most likely appears to be within the cavity representing an embolized filter fragment. Also, a linear 1.2 cm metallic foreign body was visualized in ivc at the level of l3. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties and caudal filter migration. However, the investigation is unconfirmed for filter migration to heart as the medical record states the ivc filter was retrieved from ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated outside the lumen of ivc into duodenum, right ureter, and abdominal aorta. The broken filter struts migrated into right internal iliac vein, and tiny filter fragment was embolized in right ventricle/interventricular septal junction. Approximately six years eleven months, the device was partially removed percutaneously, after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter struts were removed percutaneously, however, as per medical records, the broken struts were retained in the right ventricle and ivc at l3 location. The patient further experienced abdominal pain and chest pain; however, the current status of the patient is unknown.